Manufacturer narrative:
Analysis of the recharger, model [97755], s/n (B)(6), revealed. Product analysis found:no device found message and worn donut. This does not impact the functionality of the recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. Patient mentioned that over the past month it has been taking longer to charge the implanted neurostimulators battery. Patient clarified it is taking 1.5 hours to charge when it used to take 1 hour to charge. Last week it took 2 hours and a week ago sunday the cord where the magnetic thing goes over the stimulator in his back got so hot to the point that it felt like it burned his skin. Patient stated that the recharger telemetry module (rtm) cord is getting hot at the connection to the paddle. Patient verified they did not get any burns or marks on his skin, but it was uncomfortable. Patient tried to charge last night and today and it said cannot find the device. Pt stated he is working with healthcare provider (hcp). A replacement recharger telemetry module (rtm) was sent out. Patient called back on (B)(6) 2024 and repeated the information previously documented in this case regarding the recharging issues. Patient stated they received the replacement recharger, and the first time they used it, it worked great. Patient stated when they went to charge on sunday, they immediately saw an error message "system problem rm04." Agent had patient reset the controller and examine the equipment for damage; patient confirmed no visible damage. A replacement controller was sent out.

Manufacturer narrative:
B3: event date is approximate. Month and year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.